Event description:
The customer reported to olympus the evis exera ii duodenovideoscope was a scope of potential infection after being notified by the (B)(6) center for disease control (cdc) that they were dealing with a carbapenem-resistant enterobacterales (cre) organism. The scope of concern was cultured by the customer on (B)(6) 2020, (B)(6) 2021. On (B)(6) 2021 the scope was tested after a known cre case. The scope tested negative after each culture on (B)(6) 2020, (B)(6) 2021. The epidemiologist was made aware of a cluster of patients that were infected over 1 year ago with carbapenem-resistant enterobacteriaceae (highly resistant cp-cre organism). A "few patients" tested positive; however, reprocessing department was never informed. The reprocessing department was instructed to pull the device out of service on (B)(6) 2021. The device was cultured on (B)(6) 2021. The culture was done after the device had been disinfected numerous times as the patient infection occurred in (B)(6) 2020. The device culture was negative. The customer further reported that they had three patients who had been examined by this particular scope and were genetically identical e. Cloacae. The patient referenced in report with patient identifier (B)(6) was diagnosed with klebsiella pneumoniae carbapenemase (kpc)-producing enterobacter cloacae bacteremia 10 days after an unknown procedure using the scope referenced in this report. The patient required intensive care services for sepsis and required several interventional radiology (ir) drains to drains infected pus from unknown abscess sites that tested positive for kpc enterobacter cloacae, enterococcus faecalis, and streptococcus anginosus. The patient is currently alive. No further information was provided by the customer regarding the patient¿s current condition. See patient identifier (B)(6) case #2 and patient identifier (B)(6) for case#3.